Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 00811400310 femoral stem 12/14 neck taper ext. Lot#: 60182534, catalog#: 00801802803 femoral head sterile product 12/14 taper lot#: 60194064, catalog#: 00611006828 liner 28 mm lot#: 60094085, unknown cup, unknown bone screw. Report source: foreign: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04516, 0001822565-2020-00317, 0001822565-2020-00319.

Event description:
It was reported that a patient underwent a revision procedure due to periprosthetic fracture. Additionally, the x rays were received and reviewed and the results showed radiolucency and osteolysis. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The event was confirmed with radiographs received. Review of the available records identified the following : there was oblique periprosthetic fracture of the proximal femur with component subsidence. Abnormal radiolucency was observed along with superior acetabular component and fixation screws reflecting osteolysis. No other abnormalities were noted. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.